Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was sprung. The lp was removed and different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual analysis found that the device helix was out of specification; elongated helix is consistent with having occurred during the procedure. Further analysis performed found no anomaly. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.